Event description:
It was reported that the procedure was to tret the superficial femoral artery (sfa). The absolute pro self expanding stent (ses) was implanted and it was then noted that the device is expired. There were no other device issues reported and there were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - use after expiration the absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as the device was inadvertently used after the use by date. Per the absolute pro, absolute pro ll and xpert pro stent system use fmea report potentially adverse events of using the device post expiration date include fever, intimal dissection, stenosis, vasoconstriction, thrombosis and occlusion. However, in this case there was no reported patient adverse events reported. It should be noted that the absolute pro .035 peripheral self-expanding stent system instructions for use states: note the product ¿use by¿ date specified on the package. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.